Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient representative reported right side "changes in the shape and positioning of both implants, abdominal pain, stress, headaches, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement..." And "bia-alcl." No pathological markers have been received. Events of "headache", "abdominal pain", "rashes", "depression", "emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement" are not device related. The device has been explanted.